Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 problem code, type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected fields: e1 event site email. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found multiple "gas loss in iab circuit alarm" alarms. The fse replaced the o-ring (0348-00-0185) using customer parts as a precaution. The unit passed all functional and safety tests and was returned to customer. Based on the evaluation results provided by the field service engineer, the failure occurred due to defective ¿o-ring¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had helium leak. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields:b4; g3; g6; h6 investigation findings, investigation conclusion, component code; h11. Corrected fields:g1 contact person ¿ mfg site. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found multiple "gas loss in iab circuit alarm" alarms. The fse replaced the helium washer using customer parts as a precaution. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.